Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker change out procedure. During procedure, the pacemaker was removed and the polarity switched, leading to loss of pacing and the patient entering cardiac arrest. The physician alleged that there was a misconnection between the right ventricular lead and the pacemaker, leading to blood entering the port. The physician explanted and replaced the pacemaker. The patient experienced no adverse consequences.

Manufacturer narrative:
Analysis found the device had normal device characteristics. Analysis did not find any pacing anomalies. The setscrew was normal. When the setscrew has been properly tightened blood has no effect on the electrical connections between device and lead. Blood does not pose a clinical risk. The possible use of electrocautery during explant may cause a temporary pause in the device pacing.